Manufacturer narrative:
Device eval was not possible as no product was returned. As a result of this report the spinal USA engineering director observed a vault alif procedure performed by this surgeon. It was identified that the surgeon was not utilizing the recommended spinal USA instrumentation, which likely contributed to the vault lock screw stripping reported. As the five (5) events reported were not related to malfunction due to non-conforming product, they are being reported as one event, attributed to user error. Discussion between the surgeon and the spinal USA engineer determined that a custom instrument would be developed for this surgeon.

Event description:
It was reported that in five (5) separate vault alif procedures performed by one (1) surgeon, the vault lock screw stripped before reaching the recommended torque value on the torque wrench. No significant delay to procedure or pt injury was reported.